Event description:
On (B)(6) 2015, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen and an injury revealed that the device had a mild tilt of approximately 20 degrees with the proximal portion abutting the right lateral margin of inferior vena cava (ivc). There were three prongs extending beyond margin of ivc. One extended approximately 1cm beyond with a portion residing within the left renal vein.

Event description:
On (B)(6) 2015, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen and an injury revealed that the device had a mild tilt of approximately 20 degrees with the proximal portion abutting the right lateral margin of inferior vena cava (ivc). There were three prongs extending beyond margin of ivc. One extended approximately 1cm beyond with a portion residing within the left renal vein.